Manufacturer narrative:
Other relevant components include: product ID: 8780, (B)(4) implanted: (B)(6) 2015, product type: catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer on 2017-jul-24 reported same and similar information regarding memory loss, blackouts, changes, and ending up in a wheelchair. The patient was seeking magnetic resonance imaging (MRI) information. The patient reported having déjà vu episodes and gets numbness and tingling on their left side. It was noted that the patient had a closed head injury on the left side and neck issues stemming from it in 1995. It was noted that the patient feels the episodes started when their spasticity got worse, and that is when they last noticed everything. It was noted the patient used to walk with a crutch, but lately thing got worse and patient was in a wheelchair as previously reported. The patient noted in 2017 (about 3 months ago) the bupivacaine was taken out at the last pump refill and was due for another pump refill in (B)(6) 2017. It was stated that over the last year and a half they kept increasing the medication and was not sure if that played a role or not. The patient reported they had a clog in the catheter and did not know how long it was occurring before it was discovered. The patient was notified of the clogged catheter at their pump replacement on (B)(6) 2017. The pump medication related to this event were unknown baclofen with an unknown concentration for a total dose of 750mcg/day. The old dose and concentration of the bupivacaine and unknown baclofen were unknown. MRI guidelines and considerations were reviewed and was redirected to their healthcare professional to discuss next diagnostics and steps. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The other relevant components include: product ID 8780 lot# (B)(4) implanted: (B)(6) 2015 explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was again reported that their spasticity was back and they had over active bladder symptoms. The patient had a pump and a stimulator so they weren't sure which had caused the issue. The patient reported they go to the bathroom 5-6 times a night and had to take 3 pills to stop it which they never had to do before. The patient reported they had severe short term memory issues and weren't sure if it was due to increases in baclofen. The patient reported they weren't getting any relief from the baclofen. The patient was a mess and they weren't before. No further complications were anticipated/reported.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine 40mg/ml for a total dose of 11.216mg/day and unknown baclofen 2500mcg/ml for a total dose of 701.0mcg/day via an implantable pump for intractable spasticity. It was reported that patient was having an magnetic resonance imaging (MRI) and it was unknown if procedure was do to device or device therapy. It was noted that symptoms were reported. The patient stated the pump was working great and the patient was walking and moving, but then the patient has a loss of therapeutic effect and was back in a wheelchair. It was stated that the patient has spasticity and it was so bad that the patient cannot straighten their legs. It was stated that the 2 healthcare professionals believe the problem is the pump. The patient also reported having black outs and memory loss since (B)(6) 2017. It was noted that a brain scan was done and it was normal. It was noted as a sudden change in symptoms. Event date was noted as 2015 (a year and a half ago) for loss of therapeutic effect and as (B)(6) 2017 for black outs and memory loss. It was noted that the situation was being addressed by healthcare professional. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer on 2017-may-08 reported they were calling for healthcare professional (hcp) listings for the top hcps for managing intrathecal baclofen pumps. The role of the manufacturer was reviewed and reviewed that we would not be able to provide listings that would show preferential listings. It was reviewed that the patient would have to ask about hcp experience and level of training to find an expert on the therapy. The patient repeated info from original report about therapy change. It was stated that the patient was injured 20 years ago and for the last 15 years they have had "fantastic" therapy. It was noted that the patient's spasticity has worsened so they can barely walk and was now almost in a wheelchair. Listings were sent to the patient. No further complications were reported/anticipated.